Event description:
Complainant alleged that during functional testing by a zoll sales rep, the device displayed "defib fault 72," "defib fault 76," and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow up report when our investigation is completed.